Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had critical override, communicating issue and patient order did not crossover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter facility name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient order failed to cross over to the pyxis and the station experienced issues with critical override and communication. A field service engineer (fse) discovered that the system was offline following a system outage and was plugged into an incorrect port¿likely due to an earlier attempt by someone to resolve communication issues with another device. The fse verified that the station was successfully transferring messages and ensured the override function was switched off. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had critical override, communicating issue and patient order did not crossover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.